Event description:
The customer reported the monitor cart is down. The problem began durng a case. A pt was involved but not injured.

Manufacturer narrative:
The service rep found the cb1 and cb2 breakers are open. There was a possible surge suppressor pcb bad. The rep ordered parts.